Manufacturer narrative:
Two patients received a false positive result with the innova lfts from the same lot number. The false positive result was confirmed by a negative pcr test. Additional information was requested; however, attempts were unsuccessful at such time as no response to the attempts was provided. User handling may have contributed to the event. Possible contributing factors of this false positive result are: when there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; when excessive protein is introduced into the sample or when the sample is too viscous. Production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed. This is one of two mdrs associated with this reported event: 3017105091-2021-00019.

Event description:
It was reported two patients received a false positive result with the innova lfts from the same lot number. The false positive result was confirmed by a negative pcr test. No further information was provided. This is one of two complaints for this reported event. Additional information was requested for product-specific information, if product remaining for return and complete complaint details, such as testing dates for lfts and pcrs; adverse effects etc.; however unsuccessful at such time as no response to the attempts was provided.